Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during the product analysis investigation it was determined that the keypad was intact, the buttons were responsive, and no contamination was found under the keys. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2012 stating the keypad rubber was loose and all of the keypad buttons were intermittently unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and cleaned it with a dry cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.